Manufacturer narrative:
As part of a quality system improvement plan, stryker corp conducted a 2 yr retrospective MDR review to ensure appropriate MDR reporting decisions. Events reported to stryker from (B)(6) 2006 to (B)(6) 2008 were the scope of this retrospective review. These events are part of a retrospective summary report being submitted under exemption # (B)(4). There is 1 event associated with this event type (user related) and product code (B)(4). Method: DHR and complaint history review.

Event description:
(B)(4) - user related. It was reported that, "the pt had a standard bipolar hip replacement. Upon implantation, an incorrect 26mm standard head 2 degree 52 taper was implanted. The correct head should have been 26mm standard v40 taper. Pt was notified by doctor and no further action was taken at this time. This error was discovered upon billing that an incompatible implant was used."